Event description:
Revision surgery - due to fracture.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d4 expiration date, h2, h4 and h11. Complaint has been evaluated and is similar to:1644408-2021-00369; 425-97-009, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.